Event description:
It was reported that difficulty was experienced removing the thrombectomy catheter from the introducer sheath. The catheter was cut to decrease removal resistance. Following successful removal, tissue was observed on the distal tip of the catheter. The pt's condition following the procedure was described as "good." Additional info has been requested regarding this event.